Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye and magnification was performed with no issues noted. Function tests including leak, clear passage, and twist clamp function tests were performed with no issues noted. The reported condition was not verified. The sample met manufacturing specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of a peritoneal dialysis (pd) transfer set separated from the main body. The separation was during an unspecified process step of pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.